Event description:
It was reported that the system 9600 would not produce x rays during a lumbar injection procedure. There was no adverse patient involvement reported. All reported patient information has been recorded in section a of this report.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that there were pins pushed in on the lemo connector. The pins were secured and the connector repaired. The system was tested and found to be working as intended and placed back into service.